Event description:
It was reported that on (B)(6) 2011, the patient underwent xact stenting in the right internal and common carotid artery. On (B)(6) 2011, the patient experienced lethargy, left arm drift and visual disturbance/changes worse on the right. Bilateral infarcts were diagnosed by the computed tomography and magnetic resonance imaging. The patient was treated with coumadin. Although, the patient's condition continued, it was improved and almost to baseline upon discharge. The patient was discharged to a rehabilitation facility on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke and visual disturbances are known observed and potential adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.